Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient.

Event description:
Additional information received reported the leads had broken in 4 places so the unit was not helping. It was noted that the patient was unable to have surgery at that time.

Event description:
It was reported the patient had not turned her stimulation therapy on in over a year and recently got a cardiac device. It was stated the area that most painful for the patient the stimulation therapy would no longer reach that area, but the stimulation would go everywhere around that area, but not the area itself. It was noted the patient had had many readjustments with manufacturing representatives, but nothing had taken care of the issue. It was further noted the first year the patient had virtually no pain. It was further stated the patient got ablation, patches and narcotics for pain. It was stated physician wanted to do a CT scan, but was unable due to kidney issues. It was further reported the patient did not have concerns with her device or therapy. It was further reported there was a loss of therapeutic effect. The patient turned her implantable neurostimulator (ins) off about a year prior to report because she felt she was not getting any relief. It was noted patient had charged ins once in the last year. After using the antenna locate feature the patient reported seeing power on reset (por) message then charging status screen but no coupling bars. After repositioning the antenna the patient reported 5 coupling bars then 8 coupling bars. It was noted patient had doctor appointment on day of report. It was further reported the patient did not have a patient programmer and went to the physician¿s office for adjustments. It was further reported the patient¿s system ¿had not worked in one year and that she had 4 breaks in her spinal cord stimulation (scs) system.¿ it was noted the clinician programmer saw ¿there were 4 breaks in her lead.¿ it was stated stimulation was felt everywhere, but where patient needed it. It was stated the patient had many falls. It was noted issue with leads could have been from falls. It was further reported the system would not turn on with hand held remote. It was noted patient was unsure when programmer stopped working. It was further noted the patient¿s back was hurting, but was unsure if this was due to ¿urinary infection or what.¿ it was stated the patient¿s back started hurting 45 years prior to report and got worse in the last 7-8 years. It was reported scs had not been on for about a year and had several falls a couple landed on tile floor and others on carpet. It was stated physician was not going to fix scs as he did not want to operate due to patient¿s ¿aortic stenosis.¿ it was noted they were going to leave system in and the patient was unable to adjust stimulation and is unsure when the device ¿quit working.¿

Manufacturer narrative:
Concomitant medical products: product ID: 37752 serial# (B)(4), product type: recharger. Product ID: 3778-60 serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743 serial# (B)(4), product type: programmer, patient. Product ID: 3778-60 serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60 serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60 serial# (B)(4), implanted: (B)(6) 2009, product type: lead . Product ID: 37743 serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient's ins had been "turned off for more than a year" at the time of follow-up. The patient again noted there were "breaks" in her system and there remained no plans to revise the system due to health concerns.

Manufacturer narrative:
(B)(4).

Event description:
Additional information found it was further reported spinal cord stimulator (scs) was implanted in 2009 and worked great for about a year and then progressively worse. It was noted patient had pain ¿at the bottom of her spine¿ and the implantable neurostimulator (ins) had not helped. It was stated the patient gets coverage everywhere, ¿but where the pain was.¿ it was further noted the patient had a pacemaker implanted in 2013. It was further reported the patient fell about 2 months after scs implant, but it worked fine for a year. It was further reported two months prior to report the patient met with manufacturing representative and tried reprogramming, but found the patient had 4 breaks in lead. It was noted the patient had met with physician two times in the month prior to report. It was stated the ins had been turned off for about 8 months prior to report and patient had aortic stenosis and cardiac surgeon would not approve surgery. It was noted her ins was ¿about an inch below armpit in the back left hand side¿ and the pacemaker was ¿in the front left side.¿ it was stated the patient had a ¿strange sensation in her chest, like a cat purring or a humming noise.¿ it was noted this was not painful, but had been happening for about 2-3 months prior to report and cardiologist could not find anything wrong. It was noted the patient charged her stimulator before she was told about the 4 breaks.